Event description:
Since implantation 11/30/92, rptr's husband has been under study with MFR and he has complained of rapid, irregular heart rates. As a result, on 1/16/95, a catheterization doctor said, "a contributing factor in his development of cardiomyopathy was an irregular heart rate." Prior to implantation his ejection fraction was 60%, but on 1/19/95 it was 22-25%. Medication was unable to control irregular heart rate.